Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was stated that the patient's healthcare provider (hcp) suspected early battery failure. The hcp informed the manufacturing representative that the patient's ins read 2.85v on (B)(6), 2.80v on (B)(6), and 2.58v on (B)(6). The hcp stated that this ins was 2 years old, single channel even interleaved, and this was a short life. It was shown to be at the elective replacement indicator (eri). A replacement of the ins has been planned, but has not yet occurred. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating the patient had the ins replaced and they were doing well. No cause had been determined.